Event description:
It was reported that the patient was experiencing a "potential auditory hallucination or recurring sensory event, which occurred multiple times a day and was possibly stimulation-related." It was noted that each morning, since (B)(6) 2012, the patient experienced a "short, racing thought and auditory hallucination of a phrase being spoken" after initially turning on the device. It was noted that the patient was unable to remember or decipher the phrase. It was noted that the patient and her husband believed "it was an unintended effect of stimulation, or an environmental or posture factor interacting with the stimulation throughout the day." It was further noted that this event occurred numerous time thought the day, with "no clear preceding activity." It was noted that this event "could happen when the patient was bent over, but not always." It was noted that this event only occurs when the device was on. Additional information received reported that the health care provider (hcp) turned the patient's device off "to see if the auditory phenomena go away." It was noted that the patient was implanted more than a year ago, so the hcp was unsure of "why these episodic experiences were happening now." It was noted that "another possible contributor was the recent start of a selective serotonin reuptake inhibitor (ssri)." It was noted that the patient's device was off at time of the report, and she had been asked to keep a diary. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report # 3004209178-2012-09887.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2011 (B)(6), product type implantable neurostimulator, product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 3387s-40, lot# v616865, implanted: 2011 (B)(6), product type lead, product ID 3387s-40, lot# v674524, implanted: 2011 (B)(6), product type lead. (B)(4).